Event description:
End user has no movement in their legs. End user alleges when their child flipped up the footplate on their power chair, child lost balance and cut legs on the footplate requiring 19 stitches.